Event description:
Hosp has approx 24 pca 3's from hospira. Reporter has notified hospira of approx half of pca3's are defective with an "ob battery failure warning." Hospira has responded with a letter stating the problem was probably due to a defective battery or the mcu pwa. Hospira has replaced the defective units with more units that have the same "ob battery failure warning."